Manufacturer narrative:
A sample is expected, but has not yet been received at the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that during a procedure, poor aspiration occurred and system messages displayed. The surgery was resumed after re-priming the product, however, the system message was displayed again. The problem was resolved after replacing the product with another one. There was no harm to the patient. Additional information has been requested.